Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving prialt, dose and concentration not reported via an implantable pump. The indications for use was not provided. On (B)(6) 2019 it was reported a motor stall was seen at initial interrogation. The patient did recently have an MRI and it had been greater than 2 hours since the patient had exited the MRI field. The patient had experienced increased pain. The reporter would have the healthcare provider read the pump logs again and review information regarding telemetry state. Additional information received reported that the patient had the MRI on (B)(6) 2019. The motor stall did recover with pump re-interrogation on (B)(6) 2019, the time was requested but unknown. The pump remained implanted with no plans to explant. No further complications were reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.